Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress urinary incontinence (sui), secondary pelvic organ prolapse, mesh exposure, bowel movement changes, constipation, urinary frequency and urinary urgency. Reconstructive repair for pelvic organ prolapse and a sling release procedure was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.